Event description:
About ten days previous to the date of this report, the patient had good relief for the night prior. The patient did not get up every hour to use the bathroom like they normally did. It was stated that during the day, the patient would get the ¿signal¿ to go to the bathroom, but could not hold it long enough to make it to the bathroom, especially when they were out of the house. As of the date of this report, it was indicated the patient never had therapeutic effect. It was further noted that the stimulator was ¿not working.¿ right after implant, the patient was not getting any relief. At the time of the call, the patient was getting some relief at night, but couldn¿t always make it to the bathroom during the day. It was noted the patient has had an accident on the way home from work. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va07bnj, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy, but was working with their doctor or manufacturer representative. An appointment on 2013 (B)(6) was noted.